Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 528 mg/dl. Customer¿s current blood glucose level was 516 mg/dl. The customer was treated with manual injection. Customer did report symptoms related to high blood glucose such as urination. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.